Event description:
Reportedly, on (B)(6) 2025, the transmitter is on with 3 green leds + fixed red heart button despite having changed location several times.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue: at first, the home monitor turns on orange light; then, three green led and red pit light up. Review of the log permit to establish that the event is caused by a communication issue with the sim card. Indeed, the sim card is not active. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.